Manufacturer narrative:
Follow-up 03/15/2016: customer reports new usb cable charges pump successfully. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged with the usb cable. There was no impact to the customer's blood glucose levels. A replacement usb cable was sent to the customer.

Manufacturer narrative:
.